Event description:
Customer said that she has had symptoms of hypoglycemia frequently over the past few weeks, but when she tested her bg on her pdm, her bg is in the 70's. She said that bg in 70's is normal for her. She thinks her pdm must be reading higher than her bg actually is. She said she was at her dr's office yesterday. She tested on her pdm and her bg was 71. They treated her bg in their lab and it was 58. She said her pdm was coded correctly. She said this has occurred with more than one lot of test strips, so she didn't think it was an issue with the test strips. She also said she knew it wasn't her technique that was causing this. She said she used to use another meter and she was very confident with its accuracy, but she had not compared her pdm to that meter at anytime. The pt agreed to return the pdm and remaining freestyle strips from the vial in use during the period in question for eval by insulet.

Manufacturer narrative:
The pdm was tested using control solution and a supply of strips on hand, and also using the strips returned with the product. All readings were in the expected range. The pdm was tested on the testing/calibration system used to qualify new product, and the unit was found to meet all specs. The pdm was found to be functioning properly.